Manufacturer narrative:
Block h6 (device codes): problem code 1069 captures the reportable event of pullwire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11 (correction): the manufacturing site address in section g has been corrected (MFR site address 1, MFR site city, MFR site state, MFR site zip/post code).

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, as the physician was pulling the peg tube through the stomach, the pullwire broke. He was still able to pull the peg tube through using the same pullwire. The procedure was completed with this device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, as the physician was pulling the peg tube through the stomach, the pullwire broke. He was still able to pull the peg tube through using the same pullwire. The procedure was completed with this device. There were no reported patient complications as a result of this event.